Event description:
It was reported that prior to an unk procedure, the balloon had been cut before using. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.